Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device did not work when activation was attempted. Regular tones were heard, but when the tissue was cut there was no seal and bleeding occurred. The blood loss was not significant enough to require a transfusion. The issue was resolved by using a new handpiece to continue the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The device was recognized when plugged into the generator. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The investigation found the device to function normally when activated and within specifications. If information is provided in the future, a supplemental report will be issued.